Event description:
It was reported that patient¿s implantable cardiac monitor (icm) exhibited an undersensing. Programming changes were discussed but not made. No intervention or adverse patient effects were reported.